Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: deflation: observed, broken in posterior side assessed as surgical damage. Additional observations: creases are observed. Missing shell assessed as inconclusive. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.